Event description:
The recipient reportedly experienced an infection. The recipient ceased device use. The recipient presented with swelling, pus, and effusion. The recipient was hospitalized. On (B)(6) 2018, the recipient was prescribed an oral antibiotic treatment for 3 weeks and IV antibiotic therapy for 5 days. The recipient underwent a drainage and surgical wash in (B)(6) 2018. The recipient's device was explanted. The surgery reportedly went well. Additional information regarding recipient status or treatment details will not be provided.

Event description:
The recipient reportedly experienced an infection. The recipient ceased device use. The recipient presented with swelling, pus, and effusion. The recipient was hospitalized. On (B)(6) 2018, the recipient was prescribed augmentin orally for 3 weeks and rocephin IV for 5 days. The recipient underwent a drainage and surgical wash in (B)(6) 2018. The recipient's device was explanted. The surgery reportedly went well. Additional information regarding recipient status or treatment details will not be provided.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reimplanted with another advanced bionics cochlear device. This is the final report.

Event description:
In (B)(6) 2018, the recipient reportedly experienced swelling and serous effusion. The recipient was placed on antibiotic therapy, however, the symptoms recurred in (B)(6) 2018. The recipient presented with a puncture wound and pus. The recipient was hospitalized and underwent a drainage and surgical wash. The skin infection and discharge persisted. On (B)(6) 2018, the recipient was prescribed augmentin orally for 3 weeks and rocephin IV for 5 days. On (B)(6) 2018, the recipient's device was explanted. The surgery reportedly went well. The recipient will be reimplanted once the skin is completely healed. Additional information regarding recipient status or treatment details will not be provided.